Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable was twisted and the head failed its uplink tests, though it passed the tests with a known good cable. The head was to be sent on for repair and restock. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and was subsequently found during manufacturer's analysis to have a noisy system fan, worn power cord bay and rear display cover and corrosion inside its keyboard compartment on the lower side. It was further reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.